Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire kinked, as part of overall visual revision. The device has the distal tip stretched. The body wire was observed to be kinked at 50cm & 170cm from the proximal end. Also, the body wire was noticed to be broken (distal tip section) at 329 cm from the proximal end and, 1cm from the distal end attached to the solder tip. Overall length and outer diameter of the distal tip could not be performed due to device condition. Outer diameter of the middle and proximal section of the device were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-apr-2018. It was reported that rotawire failed to cross the lesion. The 3.5mmx15mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 330cm rotawire¿was selected for use. During the procedure, it was noted that the device could not cross the target lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the distal tip was broken.